Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and pelvic adhesions. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection nos"), urinary tract disorder ("urinary problems"), tooth disorder ("dental issues"), abdominal distension ("abdominal bloating"), arthralgia ("joint pain"), headache ("headaches"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, urinary tract disorder, tooth disorder, abdominal distension, arthralgia, headache, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune disorder, dysmenorrhoea, genital haemorrhage, headache, infection, menorrhagia, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.